Event description:
Reporter alleged blood glucose results of 248 mg/dl and 95 mg/dl on the aviva system when tests were performed back-to-back. Reporter stated customer had no symptoms and did not treat/act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.